Event description:
It was reported that the patient underwent a t10-t11 posterolateral fusion using rhbmp-2/acs supplemented with autograft and resorbable ceramic compression resistant matrix. A drain was secured intra-operatively and placed to hemovac suction. The patient showed good improvement post-op, but began complaining of recurring intense back pain and lower extremity weakness afterward. MRI showed high-grade compression of the thoracic spinal cord at t10/11. An upper gi bleed was noted, and treated. On post-op day 4 a surgical intervention was performed to evacuate a compressive hematoma. Upon dissection, it was noted that the paraspinal muscles were tense under a large volume liquefying hematoma. Deep cultures were obtained, which were ultimately negative for infection. Gelfoam that had previously been implanted was swept free of the laminectomy defect. A second clot was noted adherent to the dorsal dura. Necrotic tissue along the incisional tract was debrided. Finally, a deep hemovac drain was placed. As of four months post-op, the patient was noted to have a stable fusion from t10-s1. There was no recurrence of hematomas post-intervention.

Manufacturer narrative:
Several other surgical products were used, including hemostatic agents. Additionally, it should be noted that the patient was suffering a gi bleed, suggesting that medication may have played a role in the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.